Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a power error alarm on the insulin pump. The customer¿s blood glucose level was 185 mg/dl. Troubleshooting was performed. It was noted that there were several power error detected messages in the alarm history. The customer was given a series of steps to perform to resolve the alarm. The customer waited a 10-minute period while on the line. The customer then reset the time and date. The alarm did not recur. The customer was advised to call back if the issue persists. It was noted that the customer had called back to report that they were having the same issues. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
However, we have received new information which has been updated on this report to reflect the correct information.

Event description:
It was noted that the customer had called back to report that they were having the same issues. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.